Event description:
On (B)(6) 2012, it was reported that the bolus buttons on the pt's infusion device are very hard to press. The pt stated that the button still work but the pt no longer has 100% confidence in the device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was requested to be returned for product eval.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to careless handling of the product. Result the softcomponents of the up button are lacerated. The damages did not influence the insulin pump functions. The up button passed the functional investigation and complies with the specification. The problem mentioned by the customer is related to careless handling of the product.